Event description:
Customer reported that the insulin pump froze during the reservoir setup function. Customer stated that he was trying to refill the reservoir and was unable to. Customer also stated that the rewind function was not working. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).